Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The patient had undergone a cardioversion. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
(B)(6).